Event description:
A pt reproted blood glucose results of "267 mg/dl, 148 mg/dl, and 179 mg/dl" with a lifescan meter, performed within 10 mins of each other. The meter, test strips, and control solution were replaced.